Manufacturer narrative:
Concomitant medical products: product ID: 977c265, serial#: (B)(4), product type: lead; product ID: 977c165, serial#: (B)(4), product type: lead. Other relevant device(s) are: product ID: 977c265, serial/lot #: (B)(4), ubd: 21-apr-2026, UDI#: (B)(4); product ID: 977c165, serial/lot #: (B)(4), ubd: 14-dec-2025, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain indications. It was reported that the patient was having a lot of pain. Caller stated that it feels like their back is on fire. Caller stated they feel like they were focused on recovering from the surgery and now that that has recovered, they have noticed the past 2-3 days not really getting relief from the stimulation. Caller is wondering if there is something we could do to help them with the issue. Agent walked caller through explaining how to adjust settings and increase stimulation amplitude. Caller confirmed they are on a and have 4 programs. Caller does not have group adjust enabled. Caller does not have adaptive stim set up. Caller stated they increased a little yesterday but they will continue to try different settings and see how that feels. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. Information received from the manufacturing representative (rep) indicated that the pt had original paddle implanted on (B)(6) 2022. After numerous attempts at reprogramming (no impedance issues or issues with the product itself) the pt still did not get the desired result and it was decided the lead would be revised. When the hcp was attempting to implant the paddle and encountered a dural tear. The hcp opted to abort the case. The ins was explanted as there was no intention of another lead revision.

Manufacturer narrative:
H6 was corrected for the report of a dural tear. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep on 2023-01-10. The rep stated that the dural tear was at the revision surgery and the date of that surgery was (B)(6) 2022. That was the first-time the rep interacted with this patient. Rep stated the healthcare provider was just trying to do the revision when he stated, "we have a dural tear, we will abort the case". Rep did not have any further information.